Manufacturer narrative:
A direct relationship between the lvad and the reported event could not be determined. The center reported that patient expired suddenly. The cause of death was not known. The center stated that no further information about the event was available. An autopsy was not performed and the pump was not explanted. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Further information was provided by vad coordinator confirming that no autopsy was performed and the pump was not explanted. There is no known additional information. Reportedly, it is not known if the event was device related or not.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the transplant coordinator that the pt died suddenly with no known cause. No further info is available at this time.